Manufacturer narrative:
Date of event: used the first day of the bsc aware date as event date not provided.

Event description:
It was reported that balloon rupture occurred. A 6.0 x200, 135cm charger catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. There were no patient complications nor injuries reported and no harm was done to the patient.